Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
Sales consultant reports a (B) (6) female patient implanted with 3 prodisc l's at l3-s1. The patient requires revision due to vertebral body collapse. The devices were implanted in (B) (6). This is 1 of 3 reports for this event.